Manufacturer narrative:
The device involved in the event will not be returned for evaluation. This reported event was found during a publication review where the patient information is anonymous and specific device information for this patient is not provided. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. No additional investigation of this reported event is planned. However, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is unknown.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent sometime between 2011 and 2015. On a later date, the patient presented with a type I endoleak. As the reported event was received by journal article, no patient identifiers or product lot numbers were provided. In addition, the final patient is unknown or whether re-intervention was completed to address the reported endoleak.